Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology. The recurrent mitral regurgitation/mr appears to be due to the procedural condition of the slda. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda and recurrent mitral regurgitation it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted prolapse posterior leaflet. On (B)(6) 2021, two clips were successfully implanted, reducing mr to 1. Then on (B)(6) 2021, during follow-up it was discovered that the first clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 2. The second clip remains stable on both leaflets. Additional treatment was not performed and the patient was sent home. No additional information was provided.